Manufacturer narrative:
Manufacturer reference no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported "door latch errors." The device experienced constant door not fully latched messages. The messages were found to be caused by loose upper link screws. The screws were replaced.

Event description:
It was reported that a spectrum pump had door latch errors. Any patient involvement, injury or medical intervention is unknown.